Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation (injector): two protectors assembled with a vial, the injector connected to a syringe, and the spike set were provided to our quality team for investigation. The products were visually inspected, no damage or defects were observed, the protectors were properly connected onto the vial. During our evaluation, a foreign particle was observed inside the syringe that was connected to the injector. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the syringe along with the injector membrane. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. See manufacturer narrative.

Event description:
This report is about coring. Coring occurred during abraxane preparation using p50j. (B)(6) 2023: it was reported the coring fragment was in a vial or saline bag. Injector and unknown spike were involved in the event.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal injector lure lock n35j was coring. Report 1 of 2. This report is about coring. Coring occurred during abraxane preparation using p50j. It was reported the coring fragment was in a vial or saline bag. Injector and unknown spike were involved in the event.